Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 469 mg/dl. The customer declined to troubleshoot for the high blood glucose incident. Customer stated it was unknown whether the customer using automode feature or not. The pump will be returned for analysis.